Event description:
This is a report received by baxter (B)(4) on (B)(6) 2009, from a customer. On (B)(6) 2009, the customer observed that one unit of cryocyte, 50 ml w/lbl pkt. (Code r4r9951, batch h08c24097) showed a crack near the seal during thawing. Before thawing, nothing was observed. The customer put 7 ml in this bag. No clinical impact on the pt and/or user was reported.

Manufacturer narrative:
(B)(4). An assessment of the case is ongoing. A follow-up report will be submitted upon its completion.